Event description:
It was reported on (B)(6) 2022 by a sales representative via email that an ar-4159-11d dynanite wire broke after being implanted, leading to a revision surgery. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.